Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure two resolute onyx drug eluting stent were implanted in the lcma. Approximately 13 months post procedure patient suffered a myocardial infarction (unknown vessel). Patient recovered.